Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and advised that logs greater than 90 days are not available. The product malfunction was unable to be confirmed due to the logs not being available.

Event description:
Philips received a complaint on the patient information center ix indicating that the bedside monitor generated an alarm appropriately; however, it was alleged the alarm was not generated at the central and did not get sent to the mobile device. The patient passed away. Biomed suspected the patient was not correctly admitted but this could not be verified as the event occurred too long ago and logs were not available.